Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue. Therapy restored.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, resistance test and microscopic inspection showed the returned lead found some kinks on the outer tubing and some internal wires broken.

Event description:
Additional information indicates that patients lead was fractured.